Manufacturer narrative:
The insulin pump had motor error alarm during the rewind process due to motor encoder signal out of phase. The excessive no delivery test was unable to be verified due to motor error alarm during the rewind process. The occlusion and displacement tests were all unable to be performed due to motor error alarm. The insulin pump was received with scratches on the lcd window and no cracks on the display screen. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call cosmetic damage, no delivery alarm and high blood glucose. Customer's blood glucose level was 536 mg/dl. Troubleshooting for cosmetic damage was performed. Customer advised there was a crack on the insulin pump as a result of banging the device. Customer advised on the right hand side of the display screen near the battery icon there was a stress fracture. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.